Event description:
During an in-clinic follow-up, episodes of under-sensing and myopotential oversensing was detected on the right ventricular (rv) lead. The lead was replaced to resolved the event issue. The patient is stable. Additional information was requested but not received.